Event description:
The lipid infusion pump reading was occluded. Lipids were not infusing through the filter tubing. Infusion stopped at the trifuse port. The infant did not receive lipids as ordered. Air was noted in lipid filter tubing. This tubing was connected to a central line. The dr was made aware of infant not receiving lipid infusion. Repeat labs were ordered for the following morning. IV lipid filter tubing was noted to have air which could potentially have went to the patient. This is not the first time air has been in the tubing since conversion to new lipid tubing.